Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient's son called to inform the team that the patient was found down in their home on the evening of (B)(6) 2025 and had passed away. It appeared they might have fallen but the son was unaware of the full details as the patient was home alone. It was unknown of the outcome was device or therapy related, or if it operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The device would not return for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.